Event description:
A caller reported a malfunction on the pump with a malfunction code displayed as malf 0 and fault ID 0x277d. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue recurred.